Manufacturer narrative:
Device received unable to perform the unexpected restart alarm due to loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the drive support cap was loose and went missing. The customer stated that they were able to clear and rewind the insulin pump. The insulin pump will be returned for analysis.